Event description:
A plastic foreign body was removed from inside a patient's eye during cataract surgery. It was seen after injection of an intraocular lens with a newly-designed, disposable, preloaded alcon lens implant injector. It is a curled up filament of plastic with spiky excrescences. It may be a remnant from injection molding. It was either present inside the injector when manufactured, or sheared off from the plunger. It is the same color as the plastic plunger inside the intraocular lens injector instrument.